Event description:
Hcp reports the pt was experiencing flu- like symptoms after a pump refill in 2004. The pump was filled with the same drug concentration. The pt's pump read and showed appropriate programming. There was no pump volume discrepancy at the refill. A follow up report will be sent when additional information is obtained.